Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed as issue was intermittent and user tried expose again and it worked. The philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log file, fse found that communication timeout between suite pc and xsc. Upon troubleshooting, fse confirmed that the xsc was malfunctioned. To resolve the problem, fse replaced the xsc and return the part for further analysis, but no failure found. After xsc replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was successfully completed since the issue was intermittent, the user attempted to expose it again, and it functioned properly. The procedure was carried out on schedule, as the reported error did not impact the procedure, the patient, or the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.